Manufacturer narrative:
E1/facility name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed poor image quality. There were no reports of patient harm.

Event description:
It was reported that the subject device displayed poor image quality. The issue occurred during preparation for use before an unspecified therapeutic procedure. There was no delay or reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed due to a failure in the imaging. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter on the image pickup device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.